Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/2016. Using the pod 5 / page 44: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). Contact your healthcare provider. Inspect the infusion site daily. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient was diagnosed with an infection after wearing the pod between 24 and 36 hours on the leg. Leading up to diagnosis, patient had been experiencing a stinging sensation that was uncomfortable and, therefore, removed the device. Following removal, patient had noticed "more blood" than expected at the infusion site (leg). The following day, patient noticed a whitehead with "angry" redness surrounding the site. Subsequently, patient visited a physician and was officially diagnosed with cellulitis. Treatment included prescription antibiotics ((B)(6) 500mg) and ordered to take a capsule every 6 hours for 10 days. Additionally, physician directed patient to apply a warm compress and to take a warm bath.

Manufacturer narrative:
The pod was found to have passed sterility testing prior to the customer receiving the device. The insertion point and bottom housing were inspected and no defects were observed. The exact cause of the infection could not be determined. No issues were found that would result in the pod not delivering insulin.